Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of the event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A port issue was reported with the freestyle libre 2 reader. The customer observed that the reader would power on with button press but not upon test strip insertion, and was unable to obtain readings. The customer experienced symptoms of shaking and an ambulance was called. Upon arrival, the customer was provided with coca cola and no further treatment was reported. There was no report of death or permanent injury associated with this event.